Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e initial reporter (full) phone: (B)(6).

Event description:
The complaint/event involved a tego¿ connector. The customer reported that they noticed blood dripping continuously from the device when the patient was disconnected from the dialysis tubing and the tego connector. There was a five minute delay of therapy; however it was reported that there was no harm.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review could not be reviewed due to the unknown lot number.